Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery would not charge and flashed amber when connected to a battery charger. Supplemental testing revealed damaged communication wires as well as a shorted diode caused by a soldering defect on the printed circuit board (pcb). This observation caused a battery charger to flash amber when the battery is connected, no flashing red was observed during testing. After re-soldering, the battery regained functionality and performed as expected. As a result, the reported ¿not charging " was confirmed, however, the reported "flashing red light" could not be confirmed. The most likely cause of the reported not char ging event can be attributed to a solder defect during the assembly process. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a flashing red light. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.